Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing, and an inappropriate shock. Troubleshooting was performed and the noise appeared in all vectors; therefore, no programming changes were made. It was noted that although there was noise, the shock was noted to be appropriate. Additional information was received which reported that the patient received additional shocks. The shocks were suspected to be inappropriate due to noise and low amplitude measurements. The device had been programmed to secondary sensing vector. An xray was performed and an electrode fracture was suspected. No adverse patient effects were reported. The device system remains in service.

Manufacturer narrative:
This electrode is expected to be returned. Upon completion of analysis, a supplemental report will be filed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing, and an inappropriate shock. Troubleshooting was performed and the noise appeared in all vectors; therefore, no programming changes were made. It was noted that although there was noise, the shock was noted to be appropriate. Additional information was received which reported that the patient received additional shocks. The shocks were suspected to be inappropriate due to noise and low amplitude measurements. The device had been programmed to secondary sensing vector. An xray was performed and an electrode fracture was suspected. No adverse patient effects were reported. The device system remains in service. Additional information was received that this electrode was explanted and replaced. The new electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing, and an inappropriate shock. Troubleshooting was performed and the noise appeared in all vectors; therefore, no programming changes were made. It was noted that although there was noise, the shock was noted to be appropriate. Additional information was received which reported that the patient received additional shocks. The shocks were suspected to be inappropriate due to noise and low amplitude measurements. The device had been programmed to secondary sensing vector. An xray was performed and an electrode fracture was suspected. No adverse patient effects were reported. The device system remains in service. Additional information was received that this electrode was explanted and replaced. The new electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode is expected to be returned. Upon completion of analysis, a supplemental report will be filed.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing, and an inappropriate shock. Troubleshooting was performed and the noise appeared in all vectors; therefore, no programming changes were made. It was noted that although there was noise, the shock was noted to be appropriate. Additional information was received which reported that the patient received additional shocks. The shocks were suspected to be inappropriate due to noise and low amplitude measurements. The device had been programmed to secondary sensing vector. An xray was performed and an electrode fracture was suspected. No adverse patient effects were reported. The device system remains in service. Additional information was received that this electrode was explanted and replaced. The new electrode remains in service. No additional adverse patient effects were reported.